Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 161 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump were scrolling without an input. Button error troubleshooting was performed and confirmed that time is not advancing even with new battery. The customer¿s spouse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly and ramping numbers noted on the display. Insulin pump passed displacement test and self test.